Manufacturer narrative:
Additional information in section h6 (patient code).

Event description:
The manufacturer became aware of a literature from st. Michael¿s hospital, canada. The title of this report is ¿a prospective study of four total ankle arthroplasty implants by non-designer investigators¿ which is associated with the stryker ¿star¿ system. Within that publication, post-operative complications/ adverse events were reported, which occurred from (B)(6) 2001 to (B)(6) 2010. It was not possible to ascertain specific device/patient details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 54 complaints were initiated retrospectively for adverse events mentioned in the report. This product inquiry addresses ankle gutter or heterotopic ossification debridement without metal component exchange with or without intact polyethylene exchange. 5 out of 5 cases.

Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. The reported device was manufactured and distributed by small bone innovation, inc., (B)(4) and implanted before stryker became the legal manufacturer. On april 1, 2015 stryker became the legal manufacturer of the star system and has taken the responsibility for the medical device reporting. Device disposition is unknown.

Event description:
The manufacturer became aware of a literature from (B)(6). The title of this report is ¿a prospective study of four total ankle arthroplasty implants by non-designer investigators¿ which is associated with the stryker ¿star¿ system. Within that publication, post-operative complications/ adverse events were reported, which occurred from november 2001 to august 2010. It was not possible to ascertain specific device/patient details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 54 complaints were initiated retrospectively for adverse events mentioned in the report. This product inquiry addresses ankle gutter or heterotopic ossification debridement without metal component exchange with or without intact polyethylene exchange. 5 out of 5 cases.